Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that some time post stent graft placement the stent graft allegedly fractured and a pseudo aneurysm was identified. Reportedly, the patient allegedly developed compartment syndrome and a fasciotomy and stent repair were performed. There was no reported patient injury post stent graft repair procedure.